Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2017 with the following findings: the display screen was dim and discolored. The button contact for the down button as damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the dim and discolored and the keypad button was damaged. This report is made based on results of investigation completed on 09/11/2017.